Manufacturer narrative:
This report is for 1 unknown screw. The investigation could not be completed and a manufacturing evaluation can not be performed. No conclusion could be drawn as the device was given to the patient and is not being returned and no lot number or part number was provided.

Event description:
This report is for 4 unknown devices where it was reported that during a lumbar fusion of the l2-s1, the facility used a matrix system pop on screw and the locking cap with the saddle and a couple of the locking caps came off. One head of a screw popped off post operatively. While removing the screws from the patient during the revision, another screw head popped off. Product will not be returned as the product was given to the patient. All of the hardware was removed including the two headless screws and the expedium system was implanted. No further information was provided. This is report 2 of 4 for (B)(4).